Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 440 mg/dl at the time of the event and patient experienced the symptoms of discoordination. The customer reported that insulin flow blocked alarm during fill tubing . Troubleshooting was performed successfully. No further patient complications were reported; however, the customer will discontinue the use of the insulin pump and return for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Device was returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in section h10 with this report. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Retainer ring = black. Case type = ngp the customer was hospitalized for alleged high blood glucose/hyperglycemia, possible under delivery anomaly, no delivery alarm and prime/fill anomaly on october 05, 2022. The device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat at 0.0873 inches. No under delivery anomaly noted. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. The pump recognized the water filled reservoir that was installed in the reservoir compartment. The pump was programmed with a 2.0 device fill cannula delivery. Then the pump delivered the 2.0 units properly with water exiting the infusion set. No prime/seating anomaly or prime/fill anomaly noted. The following were noted during visual inspection: scratched case, cracked case at corner of the belt clip rail, peeling serial number label and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. The pump did not have a battery installed when received. Please see the boluses listed on the event date october 05, 2022 in the device history file. October 05, 2022 03:25:16.000 normalbolusdelivered bolusprogrammingmethod = manual bolus normalbolusamountprogrammed = 0.9 bolusamountdelivered = 0.9 october 05, 2022 12:57:48.000 normalbolusdelivered normalbolusamountprogrammed = 9.8 bolusamountdelivered = 6.4 there was no auto suspended alarm or user suspended alarm noted on the event date october 05, 2022 in the pump history file. Please see below for the no delivery alarm listed on the event date october 05, 2022 in the pump history file. October 05, 2022 12:59:00.000 alarmalertnotification faultnumber = no delivery (7) - during basal october 05, 2022 12:59:57.000 alarmalertnotification faultnumber = no delivery (7) - during basal october 05, 2022 13:01:07.000 alarmalertnotification faultnumber = no delivery (7) - during basal october 05, 2022 13:02:37.000 alarmalertnotification faultnumber = no delivery (7) - during basal. The pump passed the functional testing. Unable to confirm alleged high bg's/hyperglycemia. Possible under delivery anomaly was not confirmed. Insulin flow blocked alarm/no delivery alarm not confirmed. Prime/fill anomaly not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.